Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range and noise. The rv lead was successfully explanted and replaced with a different rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range and noise. The rv lead was successfully explanted and replaced with a different rv lead. No additional adverse patient effects were reported.